Manufacturer narrative:
Date of event is estimated. The patient has effective stimulation post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient experienced discomfort at the ipg site, due to weight loss. And ineffective stimulation, due to one lead migrating. And one lead with high impedances. Surgical intervention took place where in the patient¿s system was explanted and replaced to address the issues.